Manufacturer narrative:
(B)(4). Date of initial report: 10/15/2015. The incident device has been received and is under evaluation. When the device evaluation is complete a follow-up report will be submitted.

Event description:
The customer originally reported that one side of the ligasure device broke during use. No patient injury reported. Another device was used to complete the procedure. On (B)(6) 2015 when the device was received for investigation, it was noted that the tip of the jaw was disengage with a 3.5mm piece of a model missing, not returned with the device. Additional follow up confirmed that no part of the device fell into the patient's cavity during use. No patient injury.

Manufacturer narrative:
(B)(4). Date of follow-up report : 11/02/2015. Visual inspection found that the tip of the moving jaw had disengaged. Inspection noted that the tip of the moving jaw was bent and the seal plate disengaged held only by the gray jaw wire. The investigation found that the amodel bridge that covers the wire on the moving jaw broke in half and separated from the molded piece. This type of damage is due to exerting a significant amount of force to the tip of the jaws while clamped on hard and larger then recommended object. Such force on the tip of the jaws could crack the amodel and separate it from the jaw. The investigation identified the root cause of the damaged device to be user error. The IFU states, avoid grasping metal objects in the jaws of the instrument. No trend has been identified for this failure mode.